Event description:
The manufacturer rep reported the device stopped working in 10/06 after 67 months implant duration. The pump was explanted and returned to the MFR for analysis. The drug used in the pump was dilaudid and bupivicaine (dose and concentration not reported). No pt symptoms or outcome were reported. Additional info has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
Final device analysis results reveal - connector broken around suture ring.